Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: device code changed to 2981. A ship history was performed to the account. There is no evidence that anything was shipped to the account prior to the aware date.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before the procedure, they pulled the vasoview hemopro 2 from the box and noticed the heater wire was disconnected from the jaw. They pulled out a second device for the case which caused delay. No patient injury.